Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected range. Undefined impedance on 2013 (B)(6), 2013 (B)(6), 2013 (B)(6), and 2013 (B)(6). Analysis of the device memory indicated a lead impedance out of range alert. Lead impedance warnings on 2013 (B)(6) for out of range lead impedance. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter(sic). 20 non-sustained tachycardia episodes with v-v less than 220 ms on 2013 (B)(6). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the ventricular lead had high impedance and oversensing. The patient received inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).